Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's t: slim with control-iq user guide: " keep the pump protected when not in use. Store at temperature between -4°f (-20°c) and 140°f (60°c) and at a relative humidity levels between 20% and 90%".

Event description:
It was reported that a malfunction alarm occurred. Prior to malfunction the pump was sitting in the customer's truck to be charged and it was hot and exposed to sunlight. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. There was no adverse impact to the customer¿s blood glucose level.